Event description:
It was reported that following a surgical procedure at the user facility, a surgical sponge was identified as being unaccounted for. The sponge did not appear as expected in an x-ray, resulting in additional x-rays being administered to the patient. The sponge was located and removed. No further medical intervention or adverse consequences were reported.

Manufacturer narrative:
Device was discarded by user. A sample from the facility from the same lot number was provided. Based on the visit to the customer by the engineering manager, it was determined that the customer was expecting to see a thread under the x-ray that is not part of the design of the alleged sponge. It was determined that the surgicount safety sponge system worked as intended in this application, acknowledging the unaccounted for sponges in the case, and the alleged lap sponge was visible in the x-ray images once the customer was described the shape and location of the x-ray element (barium strip). Following the discussion, the customer was made aware of another stryker product, the safe-t lap sponge, which includes a longer barium strip and an x-ray detectable filament woven twice through the sponge.

Event description:
It was reported that following a surgical procedure at the user facility, a surgical sponge was identified as being unaccounted for. The sponge did not appear as expected in an x-ray, resulting in additional x-rays being administered to the patient. The sponge was located and removed. No further medical intervention or adverse consequences were reported.

Manufacturer narrative:
Surgical staff alleged the x-ray image was inadequate compared to what they expected. Failure analysis is in progress; additional information will be submitted once the quality investigation is completed.